Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis for product ID: 8253001 found that the reported issue of no stim return could not be duplicated. The software was upgraded to current specification. The device was tested and passed all manufacturing specifications. Analysis for product ID: 8253200 found that the reported issue of no stim return could not be duplicated. The device came in with missing cable clip. The cable clip and worn wave washer were replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe and patient interface did not have a stimulation response during the procedure. There was no patient impact.